Event description:
This console was not on a pt. Customer reported that during a routine console checkout, the primary controller (sn (B)(4)) on the css console would not pass calibration. The customer also reported that the bezel on the monitoring computer was broken. The css console was returned to syncardia for evaluation, and the results of the investigation are provided in the investigation report attached hereto. The reported calibration issue was duplicated in the lab at syncardia. When the css console was received, controller sn (B)(4) was in the backup controller position. The failure of flow on the controller was resolved by adjusting the shims inside the clippard valve. Positional alignment of the shims within the clippard body affects the timing and shape of the flow waveforms. Typically, adjustment is not necessary. However, in some instances, it assists in bringing the waveform into calibration.

Manufacturer narrative:
Visual inspection of the monitoring computer laptop confirmed that the bezel was cracked, and the front and rear plastic lcd housings were separated at the lower left hand hinge. The pem nuts were cracked in a pattern consistent with hyperextension of the monitor screen beyond the monitor hinge limits. The pem nuts and front and rear plastic housings were replaced. The cracked bezel on the monitoring computer did not impact the operation of the lcd screen. The calibration issue poses a low risk to a pt, because the issue was observed during a console checkout and the css console was not supporting a pt. This issue did not present a danger to the operational stability of the css controller but rather presented a borderline "right flow pressure," which at times was just outside of the acceptable limits, causing calibration failure. In addition, the css console has a redundant, backup controller. Syncardia has completed its evaluation of this complaint and is closing this file.